Event description:
A hologic field service engineer (fse) was dispatched to the user site on (B)(6) 2025 to repair an unrelated issue on an 3dimensions mammography system. At that time, the user site reported to the fse that they previously experienced unintended motion while using the c-arm switches. No patient or user impacted was reported. The fse assessed the device and found that the c-arm switches were sticking and causing extra travel. The fse replaced the previous c-arm switches and reports that the device is operating according to manufacturer specifications. No further information is currently available.